Event description:
While at the customer's location, a beckman coulter field personnel was informed by that they were experiencing some imprecision with the accu tnl (troponin) assay. The erroneous accu tnl results were generated by the unicel dxl instrument. The customer provided examples of the imprecision from different pts (a-d). Pt a had accu tnl results of 0.24ng/ml, 0.69ng/ml and 0.13ng/ml. Pt b had accu tnl results of 0.29ng/ml and 0.86ng/ml. Pt c had accu tnl results of 0.55ng/ml and 0.02ng/ml. Pt d had accu tnl results of 0.07ng/mland 0.14ng/ml. The customer indicated that as part of their laboratory protocol, accu tnl results that are at 0.04ng/ml or higher are repeated. The customer indicated that no erroneous results were reported out of the lab. There have been no reports of injury or change to pt treatment that can be associated with this event.